Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Also, atrial tachy response episodes were marked as less than a minute long but are clearly longer. There was also a signal artifact monitoring event recorded in the device memory. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Also, atrial tachy response episodes were marked as less than a minute long but are clearly longer. There was also a signal artifact monitoring event recorded in the device memory. Additional information was received mentioning that the ICD delivered additional inappropriate atp and shocks due to atrial originated arrhythmias. Health care professional called in regarding all shocks due to the patient randomly stopped taking her medicaments about a month ago, which is the reason they feel she has increased ectopy with shocks. The ICD remains in service at this time. No additional adverse patient effects were reported.